Manufacturer narrative:
Third party service agent evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker cleared codes in the service log and replaced the coin cell battery as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause of the reported issue could not be determined.

Event description:
The third party service agent contacted stryker to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.